Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient was admitted to site hospital from outside inpatient rehabilitation, the patient has developed acute gastrointestinal (gi) bleeding. There were no transfusions given. The patient has been seen by palliative care and has stated the patient declines further diagnostic test and treatment. The patient was placed on comfort care. The patient ordered do not resuscitate/do not intubate (dnr/dni). No additional information was provided.